Event description:
It was reported that a biolox hip was implanted in a revision surgery on (B)(6) 2013 on the left hip. On (B)(6) 2013, the patient had a dislocation of the implanted hip. The second dislocation occurred on (B)(6) 2014, which is reported in (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).